Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 20x2.0mm target lesion was located in the moderately tortous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, upon inflation at 912 kilopascal, the balloon burst. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. There are numerous hypotube and shaft kinks. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The device inflated and held pressure for 5 minutes without leaking. There is no indication the device was inflated over rbp. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 20x2.0mm target lesion was located in the moderately tortous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, upon inflation at 912 kilopascal, the balloon burst. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.